Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. It was reported by the customer that bolero has lost stability and tipped over because the patient was seated on the edge while dressing. During the incident the caregiver was temporarily away to take a towel. When reviewing similar reportable events, a very low number of cases with similar fault description were found. Arjohuntleigh has manufactured about 9000 bolero devices and the complaint ratio with this failure mode is currently considered to be very low. The operating and daily maintenance instructions (IFU, document number 04.ce.01_3us,ca dated on 1998-jun), which is delivered with every device, gives clear instruction regarding intended use, patient handling techniques and also safety warnings. "This equipment is intended for lift and transferring of hospital or care facility residents to and from hygiene sites under supervision of trained skilled nursing staff in accordance with the instructions outlined in arjo's operating and daily maintenance instructions. All other uses must be avoided. Warning! Make sure that the resident is lying/sitting in the middle of the stretcher. Always make sure that: the equipment is handled by trained staff. The safety straps are in good condition and properly fastened." In the IFU there is an instruction supported by pictures how the safety straps should be used and also how the transfer and bathing procedure should be carried out. According to our evaluation there are few factors considered as contributing in this incident: using the device against its intended use: dressing the resident on the device, while bolero should be used for transporting and bathing purposes, seating the patient on the edge of the stretcher, what moved the center of gravity and decreased the stability of the device, not using the safety belts, leaving the resident unattended while the caregiver was reaching the towel. All of these factors can be considered as use errors - not following the device handling procedures as indicated in the instructions for use of the device. If all the points stated in the instruction for use were followed, the event most likely could have been prevented. This bolero was up to manufacturer's specification; it was being used for the patient care at the time of the incident and in that way contributed to this incident.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received customer complaint where it was reported that during patient clothing the trolley suddenly went down with patient on it. Additional information shown that the stretcher lost stability and tilted because the patient was seated on the edge. During the accident the caregiver was temporarily away to take a towel. As reported by the facility, the resident has no particular pathology but only some mobility deficiency. The patient did not sustain any injury. Examination of the device performed by arjohuntleigh technician show no technical deficiency with the device.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh received customer complaint where it was reported that during patient clothing the trolley suddenly went down with patient on it. Additional information shown that the stretcher lost stability and tilted because the patient was seated on the edge. During the accident the caregiver was temporarily away to take a towel. As reported by the facility, the resident has no particular pathology but only some mobility deficiency. The patient did not sustain any injury.